Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that the balloon could not cross the lesion. (B)(4). During the procedure, it was noted that the balloon could not cross the lesion. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure. However, device analysis revealed that there were two pinholes to the balloon noted.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. There were numerous shaft kinks to the device. There was contrast in the inflation lumen and the balloon. The balloon was loosely folded. There were unreported shaft kinks and two pinholes to the balloon. No other issues were identified during the product analysis.